Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken guidewire is confirmed and was determined to be use related. One 0.018 in. Nitinol guidewire in a plastic hoop was returned for evaluation. An initial visual observation showed blood residue on the returned guidewire and its hoop. The distal end of the guidewire was observed to be missing. The core wire of the guidewire was observed to be broken and the coiled section of guidewire was observed to be unraveled and broken. A microscopic observation revealed the break sites to be tapered and mostly even with a granular surface texture, which is typical of tensile failure caused by excessive pulling force on the guidewire. The product IFU cautions: ¿do not use excessive force when introducing guidewire¿ and ¿if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of rect1641 showed no other similar product complaint(s) from this lot number. Mw5079592.

Event description:
It was reported that during the insertion of the midline catheter, the rn inserted the guide wire into the needle after obtaining access and the wire did not advance. It was stated the rn attempted to remove the needle and wire together, wire became stuck. The rn tried a second time to remove the wire and it became uncoiled, the procedure was stopped and the manager called. The doctor came to the bedside and instructed rn to insert the introducer over the wire and advance it until the wire becomes loose. It was stated the rn did what was instructed and the wire released. Rn reattempted with a new midline kit on the other arm and was successful.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rect1641 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the insertion of the midline catheter, the rn inserted the guidewire into the needle after obtaining access and the wire did not advance. It was stated the rn attempted to remove the needle and wire together, wire became stuck. The rn tried a second time to remove the wire and it became uncoiled, the procedure was stopped and the manager called. The doctor came to the bedside and instructed rn to insert the introducer over the wire and advance it until the wire becomes loose. It was stated the rn did what was instructed and the wire released. Rn reattempted with a new midline kit on the other arm and was successful. (B)(6) 2018 per medwatch: "during the insertion of the midline catheter, I inserted the guide wire into the needle after obtaining access. The wire did not advance. I attempted to remove the needle and wire together, wire became stuck. I tried a second time to remove the wire and it became uncoiled. I stopped the procedure and called my manager. She called the doctor who came to the bedside. He instructed me to insert the introducer over the wire and advance it until the wire becomes loose. I did and the wire released. I reattempted with a new midline kit on the other arm and was successful".